Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that when the user started slitting, the end of the catheter broke off. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: catheter separation was noted. The catheter broke 1.5 cm from the hub. Cracking is present prior to the break. The entire length of the catheter was slit. There is evidence of difficulty with slitting/cracking throughout. The catheter is slit spirally. No slitter was returned.